Manufacturer narrative:
This report is submitted on august 24, 2020.

Event description:
Per the clinic, the patient experienced an infection and was treated with oral and intraveneous antibiotics (specific date not reported). It was reported the patient underwent procedures to drain fluid from the site (specific date not reported), and for skin flap rotation (specific date not reported). However, the issue could not be resolved; the device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on 2 october 2020.